Manufacturer narrative:
The reported event of a set screw anomaly was not confirmed. The device was received with septum damage and a missing set screw. The connector threads were inspected, and no anomalies were found. A new set screw was installed and tightening and loosening of the set screw was normal. Temperature cycle and vibration testing were performed and indicated that device exhibited normal device characteristics. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
During implant, it was not possible to loosen the set screw on the device. The device was explanted and replaced to resolve the event. The patient was in stable condition.